Event description:
During a diagnostic laparoscopy the 5mm trocar obturator bent and cracked. The device could not be removed easily. Pneumoperitoneum was leaking but the sleeve was used to complete the case. The trocar was from the tk5mm, lot #j42685. There was no consequence to the pt.

Manufacturer narrative:
Results of evaluation: conclusion; based on the visual examination the sleeve was not cracked as stated on the report, the sleeve was bent approx. 5 degrees at the middle of the cannula, and the knife assembly of the obturator bent approx. 20 degrees. No conclusion could be reached as to how the sleeve was bent. Comments; co reviews each incident as it occurs in an effort to continously improve our products.